Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the patient's issues was unknown. Per the patient, "it happened randomly then continued along with the device turning itself off, and not finding itself with the remote". The patient noted that reprogramming was done. The patient's issues have "kind of been resolved" per the patient, but they are still getting stronger stimulation on their side instead of their leg. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was being stimulated on her left side/stomach/rib cage instead of the left leg. The patient reported they still have a ¿10¿ pain because it was not stimulating the correct area. The patient stated the right side is fine and it goes down her right leg. The patient was initially stimulated in the left leg with a little bit of ¿feedback¿ on her right side for about a month. The patient met with manufacturer representative (rep) for reprogramming. At an appointment in july 2019 (approximately the 19th), her whole leg went numb. An x-ray was performed and showed that the leads had not moved. The patient had an appointment scheduled for the date of the call and was seen by manufacturer representative (rep). Additional information received from the consumer reported that she wanted to see a manufacturer representative for reprogramming. The patient was directed to follow-up with their healthcare provider and the patient stated that their doctor does not think there is a problem and noted that the doctor doesn¿t see a problem with the leads. The patient thought she had additional issues that the stimulation may not cover. Additional information was received from the patient. The patient reported that the programming in her device didn¿t seem to be helping much. The patient reported that she was supposed to meet with a manufacturer¿s representative (rep) today. The patient reported that she was texting the rep and he helped her change some things, but the programming was still not quite right. The patient reported that the weather change affected her pain. The patient reported that if she turned stimulation off, she got a lot of pain. The patient reported that the device didn¿t seem to be helping a whole lot. The patient reported that the device helped when she was in the clinic but when she was doing activities the device didn¿t help. The patient reported that the trial was effective. The patient reported that she tried high density programming, but it drained the ins really fast. The patient reported that her pain level was 6 or 7 but when she was active it shot up to a 9. The patient reported that when a different rep was programming the device, she had the stimulation up so high that she couldn¿t feel her legs. Additional information was received from the patient. It was reported that the patient needed to feel stim in her back and left leg, but she was feeling it in her side. The patient mentioned that her stim was off the morning of the call and she did not turn it off. The patient verified that the ins level was at 90% and the remote was at 50%. The patient said she mentioned that this had happened before and she was feeling her stimulation completely differently. The patient said that she switched programs to try to help her pain. The patient was directed to follow up with the hcp. No further complications were reported.